Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation showed that the system behavior i.e. The slow speed of the system was due to a glued limit switch of the table top detection. Slow movement is a mitigating safety measure that occurs when a collision occurs and the tabletop is raised unintentionally. In the given case, it was found that contrast medium had contaminated the micro switch and mimicked a collision. Since the conical pins of the table top, which activate the limit switches as soon as the table top is inserted, are provided with sealing rings; it can be assumed that the fluid penetrated when the table top was removed or changed. The system was functional at the time of the event and only slow movement was possible. The affected part has been cleaned by the local service organization and the error did not reoccur. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6). Resubmission of initial report as per FDA on 4/1/19.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. During an interventional procedure, only slow stand and table movements were possible. The quickstop mcu then became active. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.